Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: seven media files were provided for review of event described above. Patient summary was not provided for anatomical view and more importantly calcium distribution among leaflets. As mentioned in the description above in additional information received ¿that no pre-balloon aortic valvuloplasty (bav) was performed because of less calcification.¿ this could be indicative of aortic insufficiency (ai) which per our instructions for use (IFU) we are not indicated for use in native aortic valve anatomy. Upon reviewing the fluoroscopic case images. It is unclear if there is valvular calcium and could have played a factor in valve dislodgement. In addition, the implant depth prior to release appears to be around 6mm on the noncoronary cusp (ncc) recommended target implant depth is 3mm. Second image shows the medtronic bioprosthetic valve released and dislodged toward the ventricle with waist of the frame at annular level. Imaging of the double snaring technique that dislodge valve to the ascending aorta can be seen in image three. Fourth image shows the second transcatheter valve being deployed through the first dislodged valve. Final imaging of release is not available for review. The reported event indicates that the second deployment attempted resolved in a better implant depth. The valve was released. As the valve released, the valve dislodged towards the left ventricular outflow tract (lvot). The implant team tried to relocate the valve using two snares, however the valve dislodges out towards the aorta. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. With limited information available, a conclusive root cause could not be determined. Dislodge events are typically not related to a device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first deployment attempt, the valve position was deep, therefore the valve was recaptured. The second deployment attempted resolved in a better implant depth. The valve was released. As the valve released, the valve dislodged towards the left ventricular outflow tract (lvot). The implant team tried to relocate the valve using two snares, however the valve dislodges out towards the aorta. A second transcatheter valve was implanted. No additional adverse patient effects were reported.